Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: it was performed the DHR, quality notifications and maintenance records were checked where no records potentially related to failure were found. The available sample was analyzed and it was possible to observe the defect open sealing - failure in the tranversal cut. Investigation conclusion: production line operators will be notified of the occurrence. The defect identified from this complaint will be monitored for trend assessment. Root cause description: the possible cause for the problem is a failure in the cutting system of the rotating knives of the needle packing machine.

Event description:
It was reported that needle precisionglide 18x1-1/2in had the wrong perforation on the packaging. This was discovered during use. The following information was provided by the initial reporter: we have a lot of needles with the wrong perforation of the packaging, when detaching them all open, losing the needles.